Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting low minute ventilation, low tidal volume that will not clear. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to check the alarm limits and to perform the pressure accuracy test and air and 02 flow accuracy test to verify device is fully operational. Customer states he will test device. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Previously, the customer was unable to verify reported problem. The manufacturer¿s field service engineer (fse) was dispatched to the site to evaluate the device. Troubleshooting was performed by the fse and verified proper oxygen and air supply pressures and resetting of the preventive maintenance (pm) timer. The device subsequently passed all required performance verification tests in accordance with philips standards and was returned to use after device service was completed.